Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine change out procedure when the new implantable pulse generator (ipg) was connected to the right atrial (ra) lead and right ventricular (rv) lead, both leads exhibited low impedances and possible insulation issue. A leadless implantable pulse generator (ipg) was implanted and the rate and sensitivities were turned down on the transvenous ipg. No patient complications have been reported as a result of this event.